Event description:
Crd_1059 - vista nova, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor with radiopaque markers was chosen for implant. The patient's native aortic annulus measured at 74.4mm with perimeter derived 23.7mm. There was mild calcification in left ventricle outflow tract (lvot) and membranous septum measured at 4.2mm. Patient baseline cardiac rhythm was sinus rhythm. During procedure, a pre-dilatation was performed with a 22mm bard true balloon. Pacing was kept between 120-140bpm via temporary pacing wire for valve stabilization. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus. The 27mm navitor valve was partially resheathed after the first implant attempt was positioned too high. After valve release, the final implant depth between the intraventricular end of the valve to the non-coronary cusp/ncc was reported 3mm. Post valve deployment, new right bundle branch block and junctional rhythm was noted. Patient reverted back to sinus rhythm on (B)(6) 2026 prior to leaving catheter lab. The temporary pacing wire was left in situ and planned for removal (B)(6) 2026. The patient status was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.